Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "this complaint has been handled and closed as (broken flange) based on the complaint description, pictures and inspection of sample. Visual inspection has been performed of provided picture in terms of overall appearance. Two pictures show a syringe with a broken flange. Lot number is not visible. Number of defective units is in accordance with report. One almost-empty syringe returned. Number of units and lot are in accordance with the report. The syringe has a broken flange. The batch record has been reviewed and no deviations or anomalies were identified that can be linked to the complaint. No similar complaints have previously been reported for this lot. No quality issues have been found related to the raw material (syringe) that could explain the complaint. The identified root cause is noted as not determined. No further actions will be taken regarding this complaint at this time. However, the lot will continue to be monitored, and if relevant, further investigation will be initiated." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "during the preparation of the syringe on the operating field, it broke. The glass syringe collar, which is located under the plastic fins, broke. The injection was still carried out with difficulty." Additional information received on january 13, 2026, indicated that "no consequences (no injury but glass breakage all the same). The patient was under anesthesia, and the procedure proceeded without awakening the patient with another syringe. Deflux metal needle was used. Indication of use: vesicoureteral reflux (vur) in a child."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the preparation of the syringe on the operating field, it broke. The glass syringe collar, which is located under the plastic fins, broke (see photos below). The injection was still carried out with difficulty." Additional information received on january 13, 2026, indicated that "no consequences (no injury but glass breakage all the same). The patient was under anesthesia, and the procedure proceeded without awakening the patient with another syringe. Deflux metal needle was used. Indication of use: vesicoureteral reflux (vur) in a child."